Event description:
The customer reported a 20meq bag of potassium ran out approx 35 mins after the infusion was started. The infusion should have infused over 1-2 hrs. A large puddle was found on the floor. When the tubing was checked, a roughened area was noted on the tubing several inches above the pump. The event occurred in the sicu. Pharmacy tested the set and found that it leaked. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be returned for eval.